Manufacturer narrative:
Concomitant products: product ID 37651, serial # (B)(4), product type recharger; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387, lot # b055601, implanted: (B)(6) 2007, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician; product ID 37791, serial # unknown, product type recharger. (B)(4).

Event description:
A consumer reported that there was a coupling problem. There were bandages present over their pocket site. The patient was implanted with a rechargeable implantable neurostimulator (ins) 4 days prior to report and they tried their first recharge session 2 days later. They were charged at 3/4. The patient¿s ins was underneath his arm on the side and it was a difficult site to charge at and they were unable to use the holster because of the ins location. They had trouble with coupling since they had started to charge. They would get 2 or 4 bars or none at all and the ins charge would not advance. They had tried to hold it in place manually and they tried household tape but those efforts did not work. It was further reported the coupling problem could have been due to the bandages that were present or swelling at the implant site. The bandages had been taken off and they did not notice any swelling at the implant site but they couldn¿t get any boxes. It was noted to be at ¼ of the way charged for the last 3-4 days and the most boxes they would get would be 2 boxes for maybe 5 minutes and then ¿it would click off.¿ they tried the antenna locate (al) feature but they still had 0 coupling boxes filled in. Additional information received reported the patient visited their doctor and the doctor showed them how to charge. They could get to the right spot because they could feel where the ins was but none of the boxes were black. It was noted to flash. They didn¿t think they were using the recharger correctly. They kept trying to reposition the antenna to get at least 2 boxes and that took a long time. The patient couldn¿t do it because they had parkinson¿s disease and would shake. The recharger was on for a couple of hours and they still couldn¿t get it past ¾ charged. Additional information received reported the recharging frequency did not match the patient¿s settings. The patient was not able to demonstrate effective recharging and the cause of the event was determined because they had inadequate training. It was not device related. The patient was able to recharge normally and received effective therapy. It was further reported on (B)(6) 2014 that they had a hard time recharging ever since the implant. They tried an al feature again and could only get 72 as the highest number and they were not able to get any coupling boxes filled in. It was further reported they were able to get 4 boxes using the al feature and one time they were able to get 6 and fully charge. They were sent a replacement antenna but at the end of the call they only had 2 coupling boxes. The patient was shaking from their advanced parkinson¿s disease. The recharge antenna was damaged. Additional information received from a health care provider (hcp) and a consumer reported the patient had poor coupling with recharging and the most coupling they could get was four bars. The patient had to do a lot of ¿finagling¿ to get four coupling bars. The patient had tried repositioning the antenna and they have to use towels to press the recharger deeper into the implantable neurostimulator (ins). The patient was able to communicate with the ins using other external devices. The ins was replaced with a rechargeable device due to the inss having to be replaced every six months due to high settings. The hcp had to place the ins under the patient¿s arm rather than the typical ins pocket location. Since (B)(6) 2015, the patient had been in the hospital for emergency gall bladder surgery that was unrelated to their deep brain stimulation (dbs) therapy. The patient was vomiting, had diarrhea, and aspiration was begun. Since the patient¿s lungs had cleared up, things were better. The hcp had been taking chest x-rays daily due to aspiration issues and weakness and they noticed the ins may have moved slightly. The ins was turned on its side and was deep inside of the patient¿s body. The patient had to charge while lying down and the hcp suggested the patient use a belt to help with charging. The patient's indication for use is movement disorders.